Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, it appeared that a small fragment of the sensor had remained underneath pt's skin. Pt is not complaining of any discomfort and no signs of infection or irritation are observed around the insertion site.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.